Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Two events were reported for this quarter. Two devices were received for evaluation; 2 events were confirmed during testing. Two devices were found to be affected by a damaged component. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes malfunction events in which the devices ran-on. One reported event had patient involvement; no patient impact. One reported event had no known patient involvement; no known patient impact.